Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. The device case was opened, a current drain was noted, and testing confirmed that the battery had depleted earlier than expected. After further analysis, it was determined that the premature battery depletion and high current drain were isolated to a leaky ceramic bypass capacitor due to a crack or point defect. Engineers found evidence of leaky low-voltage capacitors, which resulted in the observed premature battery depletion.